Event description:
On (B)(6) 2014, the reporter contacted lifescan alleging display issue. Customer indicated that the colors are reversed: dark where it should be light, and light where it should be dark. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.